Manufacturer narrative:
The instruments in the cycle subject of the event were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the sterilizer. The technician inspected the sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer was identified and the sterilizer was returned to service. Based on the description of the event, the bi must have been damaged prior to the cycle allowing hydrogen peroxide to become trapped and remain after the cycle, resulting in the reported event. The celerity 20 hp bi instructions for use state that the bi should be inspected for damage prior to use. The employee subject of the event was not wearing proper ppe, specifically gloves as stated in the operator manual. The v-pro 1 plus sterilizer operator manual states (6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The operator manual (1-2) further states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." A steris account manager offered in-service on the importance of wearing proper ppe, specifically gloves while operating their v-pro 1 plus sterilizer as well as thoroughly inspecting bi's for damage prior to use however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burn on their finger after removing a steris hp self-contained biological indicator (bi) from a v-pro 1 plus sterilizer. Medical treatment was sought and administered.